Manufacturer narrative:
(B)(4). Date sent: 12/10/2021. Additional information was requested and the following was obtained: another device harmonic from another lot has been used to finish the procedure. The white pad got detached but stayed on the device. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: v95e75. The following information was requested, but unavailable: did the patient suffer any adverse consequences? Is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the white part at the tip of the device came off. The device was unusable. The risk for the patient was impossible to use the device during the procedure and the pieces could have been in contact with the patient.